Manufacturer narrative:
The user facility checked all rails and reported that they all locked securely in place. The bed was reviewed by chg at the user facility and the bed exit system was found to be functioning properly on the bed. No bed malfunction. The 37 pin receiver jack on the bed was found to be damaged with broken screws in the nuts of the jack. This would prevent the nurse call cable between the bed and the wall from being screwed to the bed. The 1/4" receiver jack on the bed was also found to be damaged with the dummy plug broken off inside. Results: the spirit bed is a low bed designed to lower to a mattress deck height of 10" off the ground. In this position, the risk of serious injury from a fall is significantly reduced. A warning in section 3.4.5 of the bed user manual addresses always keeping the bed in the lowest position when a patient is left unattended. Section 1.9 of the bed user manual addresses not using the bed if any component is damaged.

Event description:
The facility alleges that the patient climbed over the latched bed side rails, fell and broke her hip.